Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a percutaneous coronary intervention in the left anterior descending coronary artery. Reportedly, after the procedure, device had been positioned as usual. At the moment of the pulling the suture in order to knot it, the suture broke below the skin and was pulled out of the anatomy. Another proglide from a different lot was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device (body, handle, guides, foot and sheath) and suture were not returned for evaluation. Without the suture, the reported detached suture could not confirmed. Based on the visual analysis of the returned device components, there is no indication of a product deficiency. Seven unused sterile proglide devices with the same lot number 11205j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.